Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 2022-01-04. H6: investigation summary ten my8020-0006 samples were received for investigation; five were received without packaging each connected to an unknown extension set, and five were received in sealed packaging from lot 92028901. A visual inspection of each of the returned my8020-0006 products did not identify any damage or manufacturing defects which could have contributed to the customer's experience. Leakage testing was then performed by connecting the received syringes to a three-way tap and subjecting to pressure testing; no bubbling was observed in any of the cases, indicating no sources of leakage. The same testing was then performed while the syringe was connected to the returned unknown extension set, during this testing leakage was replicated. The female luer of the extension set was then connected to an iso luer gauge, during this testing the female luer of the extension set appeared to be out of specification for the luer taper as the gauge was noted to be loose within the component. The details of this feedback were forwarded to the manufacturing site for investigation. A review of the production records for lot 92028901 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature. No manufacturing defects were observed to the returned texium product which may have contributed to the customer's experience, in this instance the reported leakage appears to be related to the connection with the returned extension set only; furthermore testing of the female luer of the extension set appears to indicate that it could potentially be out of specification, therefore the customer's experience is unlikely to be as a result of my8020-0006 product.

Event description:
It was reported that the bd texium needle-free syringe experienced leakage. The following information was provided by the initial reporter: texium syringe used for cancer treatment. Texium connection leaky during use. The texium connection leaked during use when connecting to a subcutaneous needle with extension tube.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd texium needle-free syringe experienced leakage. The following information was provided by the initial reporter: texium syringe used for cancer treatment. Texium connection leaky during use. The texium connection leaked during use when connecting to a subcutaneous needle with extension tube.